Manufacturer narrative:
Batch review performed on 09.march.2021: lot 1903162: (B)(4) items manufactured and released on 12-aug-2019. Expiration date: 2024-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: batch review performed on 09.march.2021: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 189835: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 2024-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot 179113: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0008 std humeral diaphysis - cementless - 13 (k170452) lot 164510: (B)(4) items manufactured and released on 20-dec-2016. Expiration date: 2021-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017. Reverse shoulder system 04.01.0156 glenoid baseplate ø27x35 (k170452) lot 163784: (B)(4) items manufactured and released on 15-dec-2016. Expiration date: 2021-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017. Reverse shoulder system 04.01.0198 glenoid polyaxial non-locking screw - l30 (k181826) lot 1903173: (B)(4) items manufactured and released on 2-jul-2019. Expiration date: 2024-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0200 glenoid polyaxial non-locking screw - l38 (k181826) lot 187767: (B)(4) items manufactured and released on 15-jan-2019. Expiration date: 2023-12-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 1 year and 4 months after the primary surgery due to an infection (the pathogen is unknown). The surgeon revised all the devices successfully.